Event description:
Related manufacturer reference number: 2017865-2022-48212, related manufacturer reference number: 2017865-2022-48213, related manufacturer reference number: 2017865-2022-48215. It was reported the patient presented in clinic for follow up with inflammation and soreness of the pocket. It was determined the patient had an active infection. The entire implantable cardioverter defibrillator (ICD) system was explanted and replaced with a temporary pacer. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the product. The implantable cardioverter defibrillator (ICD) met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.